Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. The customer was out of insulin resulting in them being unable to continue to trouble shoot with tandem technical support and did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. There was no adverse impact to the customer's blood glucose level.